Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 47 mg/dl. The customer treated with food. Troubleshooting was done. The customer was advised to treat per the health care provider's instruction. No additional information was provided.